Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2012.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent excision of mesh on (B)(6) 2008 due to erosion. It was reported that the patient underwent boston scientific (lynx) implant and a cystoscopy on (B)(6) 2009 due to sui.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with diagnostic laparoscopy, transvaginal hysterectomy, bilateral salpingo-oophorectomy, cystoscopy, transobrutator tape procedure and appendectomy due to stress urinary incontinence and chronic pelvic pain. It was reported that the patient underwent mesh revision in 2007 and 2012.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.